Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: correction and preventive action (CAPA) investigation was performed. Result: pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17362. The pt reported that approx a year and a half ago she experienced heating while charging. The pt also reported she now experiences uncomfortable heating while charging and has experienced blisters which she treated with neosporin. A low energy replacement charging system was sent to the pt and resolved the issue. Moreover, the pt reported that approx 1 year ago her scs ipg began moving and is causing pain/discomfort due to being against her spine. Furthermore, the pt reported that due to the pain, she is unable to sleep. F/u identified the scs ipg was relocated to a new pocket site which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.